Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager connected to the refrigerator was failed to open. A field service engineer rerouted the pyxis bus cable on the cii safe devices and replaced the remote manager controller board, latch, and latch wire harness, performed testing and verified successful access to the remote manager without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager connected to the refrigerator, compartment 25 failed to open after multiple attempts; although an initial fix temporarily resolved the issue, the refrigerator now responded slowly and often failed to open, required a restart of the c2 safe to restore normal operations. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.